Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761 serial# (B)(4) product type recharger.  Analysis of the desktop charger c0468650 found broken connector pins in the recharger connector tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient with an implantable neurostim ulator (ins), and it was reported that the desktop charger connector pin was broken. The caller stated the pin was bent and the white arrows were backwards. It was also alleged the cord was getting hot. The rep also stated that the patient was in overdischarge and the ins was recharged with a physician mode recharge. It was stated the recharger was not working as intended, and if connected "the other way" would recharge slowly, and the white arrows did not match up. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.